Event description:
Schroter n, hager a, rau a, urbach h, coenen va, rijntjes m. Acute head- and gaze deviation, facial asymmetry and anarthria mimicking stroke, caused by short circuit in deep brain stimulation. Brain stimul. 2022;15(1):257-259.10.1016/j.brs.2022.01.003. Reported events: a patient with acute onset of head- and gaze deviation, anarthria, and facial asymmetry with suspected cerebral ischemia and was subsequently found to have a causal short circuit of a dbs electrode. The cerebral ischemia was ruled out with imaging. The ins was found to have a short circuit on contact 7 at 66 ohms. The settings were changed to contact 6 and the symptoms were resolved within 1 minute. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.